Event description:
A medtronic ent representative reported that, while in an ent procedure, the surgeon manipulated the straight suction to verify the instrument. After suction was verified, the surgeon continued to use the straight suction for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. Device manufacturing date is unavailable. A medtronic representative, following-up at the site, stated that the site did not return the damaged straight suction and stated that this was because [it worked again when it was tested] by the site. Suspect part not returned to manufacturer for analysis and is not expected to be returned. A medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
(B)(4).